Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit (mpu) (serial number: unknown) was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file (e3060847) contained data spanning approximately 4 hours (04:23:21 to 08:46:12 on 06mar2025 per the timestamps). The log file captured power cable disconnect, low voltage hazard, and no external power alarms on (B)(6) 2025 from 7:19:05 to 7:29:28 due to repeated losses of ac power while connected to the mobile power unit (mpu). The log file captured the driveline being disconnected at 07:20:32 triggering driveline disconnect, pump off and low flow alarms. The driveline was reconnected at 07:27:41; however, the pump did not restart at this time due to there being no external power supplied to the system controller as the mpu was not connected to ac power. Power was restored from the mpu at 7:29:28; however, the pump was not able to complete start-up due to the system controller being reset at 07:29:32. The mpu was not connected to ac power when the system controller was powered back on resulting in power cable disconnect and low voltage hazard alarms. At 07:29:34, ac power to the mpu was transiently restored; however, ac power was immediately lost again. The pump was not able to start again due to the loss of external power and the system controller being reset again at 07:29:37. After the system controller reset, the mpu was connected to ac power and the pump subsequently started and gained speed above the low speed limit at 07:29:42, resolving all alarms. No additional controller resets were captured in the log file. The cause of the system controller resets could not be determined from the log file. The log file captured additional power cable disconnect, low voltage hazard, and no external power alarms due to a loss of ac power while connected to the mpu from 7:35:48 to 7:35:06. The alarms resolved when power from the mpu was restored. The emergency backup battery supplied power to the system during all no external power events. There were no other notable alarms or events active. Provided information from the hospital stated that the driveline disconnect is believed to have been associated with an attempted system controller exchange. Multiple good faith efforts were sent to retrieve additional information regarding the cause of the driveline disconnect alarms and the losses of ac power while connected to the mpu; however, to date, no response has been received. The root cause for the reported event could not be conclusively determined through analysis. A DHR review cannot be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, and no external power alarms. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived in the emergency room with issues stemming from driveline disconnect. Log file review revealed low voltage hazard and no external power alarms starting (B)(6) 2025 at 07:19 - 07:20 while on mobile power unit (mpu) power. There appeared to be a total loss of power to the mpu. The emergency backup battery (ebb) powered the pump at this time. At the same time, it appears the driveline was also disconnected. The cause of the driveline disconnect was believed to be an attempted system controller exchange. The driveline appears to have been disconnected from 07:20 to 07:29 at which point power was restored to the mpu and the ventricular assist device (vad) resumed operation. Another episode of low voltage hazard and no external power events was noted on (B)(6) 2025 at 07:35 due to the mpu losing total power enabling the ebb to power the vad until power was restored to the mpu. The event lasted around 21 seconds.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.